Manufacturer narrative:
Correction information. B4: date of this report. D8: was this device ever serviced by a third party?. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information. D4: primary unique device identifier (UDI). H4: device manufacture date. H7: if remedial action initiated, check type. H9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number. H11: evaluation summary, remedial action. Evaluation summary: event that occurred is red/orange image. Based on the investigation, a potential root cause of this failure is the blood or organic matter inside the body adhered to the light cover glass at the tip and coagulated due to the thermal energy of the light. This blood or organic matter staining caused the image to appear red/orange. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A corrective and preventive action (CAPA) is currently underway to address this issue. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 16-feb-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 17-mar-2023. Remedial action. This event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Event description:
On 17-may-2025, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i20c, serial number (B)(6) in germany within the emea region. The endoscopic image showed an enhanced red and orange tint, and adjusting the processor settings did not improve the color tone. Over time, the image quality deteriorated further, and the endoscopic image gradually became darker. Due to the significant degradation in image quality, the operator was forced to consider switching to an endoscope from another manufacturer. The procedure using the endoscope lasted approximately five hours. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Additional information the subject endoscope was a demonstration unit and has been returned from the facility. An inspection by pentax medical service revealed that the cover glass of the illumination lens was dirty, and the dirt was difficult to remove. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.